Event description:
Customer's mother called to report that she applied pod that morning and sometime later, her daughter's bg level was 344 bg with ketones. She stated that there was no alarm, but she decided to change the pod. She noted what appeared to be a small kink on the cannula after removal.

Manufacturer narrative:
The product will not be returned to the MFR for eval. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement". It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The pt remedied the situation by removing and replacing the device per user instructions.